Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 3004485144-2016-00248.

Event description:
It was reported during a posterior cervical instrumentation when the surgeon placed the plug and torqued, the tip of the driver broke. There was no surgical delay and the patient did not retain a foreign body.

Manufacturer narrative:
The returned driver was examined. The tip was returned with the remainder of the device and was broken off. The fracture is consistent with a torsional failure during screw installation. A review of the manufacturing records did not identify any issues which would have contributed to this event.